Event description:
It was reported that after an unspecified 3.0x23 xience drug-eluting stent was implanted in an unspecified vessel on (B)(6) 2011, the patient developed a rash and hives. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.